Event description:
It was reported that during a cholecystectomy procedure, when the doctor was going to clip to the cholecyst, two clips came out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and fed the clips in the following order three conforming, four ejected, one conforming and four ejected. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.